Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the printer is not working. Analysis found the analog connector on a printed circuit boards assembly is loose. System fan is noisy and keyboard is missing. (B)(4).

Event description:
It was reported the printer is not working. The programmer was returned to the manufacturer for repair and calibration, analyzed and tested out of specification.. There was no patient involvement indicated.